Manufacturer narrative:
This report is submitted september 26, 2019.

Manufacturer narrative:
This report is submitted on may 30th, 2019.

Event description:
Per the clinic the device was explanted on (B)(6) 2019, due to migration of the electrode array. The patient was reimplanted with a new device during the same surgery.